Event description:
A report was received that the patient's ipg was explanted for an unknown reason. No further information is available.

Event description:
A report was received that the patient's ipg was explanted for an unknown reason. No further information is available.

Manufacturer narrative:
Additional information was received that the patient's ipg was explanted and was replaced with a new one to upgrade the system and to add another lead.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.